Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "upon impacting broach handle, impaction platform broke off the handle. The platform was thrown away, only the handle will be returned."